Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited long charge time. Automatic cap reform was 18.7 seconds while the manual cap reforms were 28.7 and 24.3 seconds. It was recently reported that this device has been explanted as it was at end of life and there was an allegation of premature battery depletion.